Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reinstalled the loose screws on the collimator leaf motor and realigned the collimator. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed only two thirds of the image and the other third was cut off by a straight line. This happened during a procedure. No patient injury was reported.